Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was implanted during a prolapse correction with mesh uphold procedure performed on (B)(6) 2018. According to the complainant, the patient experienced mesh extrusion post procedure. Reportedly, it was first noticed during her monthly follow-up check-up. There was no intervention performed yet. However, the physician decided to observe her for the time being and might perform another procedure. The patient's current condition was reported to be fine. Reportedly, she felt no pain.